Event description:
Beaver-visitec needle disconnected from luer-lok syringe at the end of cataract surgery. The incident led to a capsular rupture (with implant removal and insertion of a new one after vitrectomy).

Manufacturer narrative:
Eval summary: customer returned (1) opened/used 3 ml syringe along with (2) opened empty packages from beaver-visitec anterior chamber needles (lot 3017527) without the actual needles. The syringe was fully evaluated and the tip of the syringes was found to be properly molded and acceptable per iso standard. No issues were found with the syringe that would contribute to reported condition. Since the non-bd needle(s) used were not returned for our review, we are unable to check if indeed the needle used met the iso specification and ultimately provided secure connection. Complaint was unconfirmed, no issues found with the syringe that would contribute to the reported condition.